Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote care alert was delivered due to an unknown backup vvi mode. A firmware download was performed successfully and the patient was stable after the event.